Manufacturer narrative:
All instruments in the cycle subject of the event were reprocessed prior to use. The injured employee was not wearing proper ppe, specifically chemical-resistant gloves, as stated in the unit's operator manual. The v-pro max operator manual (pg. 1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max operator manual also (pg. 1-2) states, "danger-chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer. The technician inspected the unit and found it to be operating according to specification; no repairs were required. The technician inspected the cycle print out for the load subject of the reported event and noted a "load test repeated" message printed out on the cycle tape. The load test repeated message indicates to the user that the v-pro max repeated the condition (vacuum) phase to remove excess air and/or moisture from the sterilizer chamber. This message is not an alarm or abort. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." A steris account manager reached out to the facility to offer in-service training on the importance of proper ppe, specifically chemical-resistant gloves while operating the sterilizer as well as properly drying instruments prior to placement in the v-pro max sterilizer; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported user personnel experienced a burn on their hand while unloading a v-pro max sterilizer. The facility did not disclose if medical treatment was sought by the injured employee. The employee has since returned to normal work duties. No procedure delays or cancellations reported.